Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient experienced cloudy effluent and was diagnosed with peritonitis. The patient¿s pd effluent culture returned negative results (draw date unknown), but the white blood cell (wbc) count was elevated at 1539 (unspecified units). The patient was treated with vancomycin 2g intraperitoneal (ip) for 6 hours (frequency unknown). The patient continued pd therapy throughout the event and had experienced fibrin and bloody effluent, attributed to the peritonitis event. No further medical intervention was required for the bloody effluent. The cause of the peritonitis is unknown but the patient will be re-educated on manual peritoneal dialysis therapy and aseptic technique when connecting to the lines. The patient was able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.